Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The date of event was not provided by the complainant/reporter, the date reflected in this report is the date bd became aware of the event. The device has not been received by the manufacturer for evaluation.

Event description:
It was reported "when I opened the sedinger package, I found a burr at the front end of the sheath." No injuries reported. No other information was provided.

Event description:
It was reported "when I opened the sedinger package, I found a burr at the front end of the sheath." No injuries reported. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a damaged microintroducer sheath is confirmed; however, the root cause could not be determined. The product returned for evaluation was a 4.5fr microintroducer. No obvious use residue observed. Microscopic inspection of the proximal end of the sheath exhibited deformation such as buckling. The buckling in the peel-apart sheath can occur during handling and use of the device. There was no obvious evidence of use residue on the returned sample; however, due to the open state of the sample it could not be determined when the damage occurred. This complaint will be recorded for future trending and monitoring purposes.